Manufacturer narrative:
Concomitant medical products: product ID: 64002, serial# unknown, product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the decubitus meant an kind of pocket issue due to the size of the adaptor. The manufacturing representative indicated the healthcare professional did not like the adaptor needed for replacements.

Event description:
It was reported the ¿adaptor was too big¿ and ¿could lead to decubitus.¿ it was stated that pocket revision was required as a result of the event. It was noted the issue was ¿a general comment on the adaptor shape¿ and was ¿not related to a specific case.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).